Manufacturer narrative:
(B)(4). The analysis results showed that one eclg45 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-stroke fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, they noticed that there were some malformed staples on the staple line. This occurred during first firing of the instrument - all subsequent firings were fine although they could not determine which of the reloading units was used in this first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.